Event description:
During the pancreatic echo-endoscopy, when they took the needle out it was bent. The physician tried to straighten it, then the needle broke. They used another needle. Information received confirmed the needle broke outside of the patient. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial report, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
The customer's complaint issue was confirmed as follows: "during the pancreatic echo-endoscopy, when they took the needle out it was bent. The physician tried to straighten it, then the needle broke. They used another needle." There were no echo-19 (echo) devices of lot number c847423 in stock at the time of the complaint investigation. The echo device involved in this complaint has not being received for evaluation to date, therefore, the customer's complaint remains unconfirmed. With the information provided a document based investigation was carried out. Information received confirmed the echo needle was bent following the first pass. The physician involved attempted to straighten the needle (outside of the patient) which resulted in the needle breaking. Additional information received indicated the physician was unable to advance/ retract the needle and indicated the needle broken "into the handle." Information received confirmed this needle breakage occurred at the patient end of the device however no clarification regarding the exact location of the needle breakage or amount of needle that broke was received. From the information provided it can be stated that this needle broke due to the needle being bent. It is possible if the needle was significantly bent it may have prevented the advancement/retraction of the needle for the user. A possible cause of the needle becoming bent could be that the device may have been damaged during its introduction into the endoscope or during use if the endoscope was being used in a tortuous anatomy. Information received confirmed this event occurred after the first puncture [puncture of a pancreatic tumor]; it also possible the needle bent due to patient anatomy if the needle was used to puncture a hard lesion. However as the echo device involved in this complaint has not been received for evaluation it is not possible to determine a cause for this complaint. Complaint information received confirmed no section of the device detached inside the patient. This needle breakage occurred outside of the patient. The patient involved did not require any additional procedures and no adverse effects were reported to the patient as a result of this incident. Prior to distribution, all echo devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the relevant manufacturing records for this echo device did not reveal any discrepancies which could have contributed to the complaint issue. No corrective action is required as a result of this complaint. No adverse effects reported to the patient. The needle breakage occurred outside of the patient. The 2 year complaint history has been reviewed for this rpn and the likelihood of this type of occurrence is low. Complaints of this nature will continue to be monitored for potential emerging trends.